Event description:
Patient was implanted with the lifesite device in 2001. The patient immediately experienced clotting problems with the medial valve following implant. While under fluoroscopy, it was observed the cannula had separated from the valve. A cannula exchange was performed in the next month and the patient dialyzed for several weeks without incident. Eventually the patient once again presented with clotting problems. It was observed under fluoroscopy that the cannula once again became detached from the valve stem. The valve was explanted and a new valve placed. The patient dialyzed without further incident until the patient passed away from unrelated, underlying health problems.